Event description:
Physician performed a left atrial fibrillation ablation procedure and right atrial isthmus ablation. Procedure was completed approximately 1 hour prior to patient becoming unresponsive. Emergency measures were taken. Physician reports, patient developed a pneumothorax requiring insertion of a chest tube. Physician reported, he also performed a pericardial tap and found a percardial effusion. Physician reports patient never regained consciousness and past away several days later. Physician reports that sjm product was not the cause of the event.

Manufacturer narrative:
The catheter was discarded after the procedure. The lot number was not available to review the device history record. The cause for the reported pericardial effusion and subsequent death is unknown. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel."